Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported coronary sinus dissection and subsequent pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an electrophysiology procedure, a coronary sinus dissection occurred. During cannulation of the coronary sinus using a response decapolar catheter and a cps direct peelable guide catheter, a dissection was noted on venography. An echocardiogram revealed a small pericardial effusion, for which no intervention was necessary. The patient remained asymptomatic and was discharged in stable condition. There were no performance issues with the response decapolar catheter.